Event description:
It was reported that a sensor failure occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, in the morning, the patient¿s sensor failed, and the patient did not replace the sensor. It was not specified if the patient was using a bg meter as back-up during this time. That evening, the patient was feeling very weak and emergency medical services (ems) was called. At the emergency room, the patient¿s bg meter was ¿over 600 mg/dl¿ and at some point, increased to 1000 mg/dl. The patient was admitted to the intensive care unit with diabetic ketoacidosis (dka). She was treated with lantus, humalog, and an unspecified IV. The patient was discharged home 6 days later. The patient was still recovering at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.